Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with central toxic keratopathy (ctk) on right (od) eye at nine day post-operative exam. A brief description from the surgery center indicated the slit-lamp exam (sle) noted ctk and the uncorrected visual acuity (ucva) was 20/20. At one day post op exam, the best correct visual acuity (bcva) was 20/30 on od. At one week post op exam, the sle revealed hazy central cornea with vertical striations with pain, photophobia, injection, that had an allergic reaction. There was a trace of diffuse lamellar keratitis (dlk). The patient's od was treated with pred forte every 2 hours. The patient is seeing an eye care practitioner for eye care.